Event description:
It was reported that the shocking, which was clarified as the stimulation sensation, was in the patient¿s back and he wanted it in his legs. The patient had changed programs and this had been going on for about the last week. There were no falls or traumas reported and it was noted that the lead line was being changed (programs changed). It was noted that it hurt in the patient¿s back when he had it up to a 6 and it hurt so badly that the patient started to cry and it pulled at his skin. The patient was out of medicine. It was indicated that program 2 was helping and comfortable, but the stimulation was not helping his legs. It was noted that the manufacturer representative could not see the patient today and the patient had to drive to get his medication. It was reported that stimulation was in the wrong location. It was noted that the patient experienced a loss of effective therapy in his legs with symptoms including inability to walk to the mailbox and back, ¿making his whole belly turn around,¿ and shocking sensations. It was noted that the patient had the pain stimulator from ¿spine to leg¿ and that his health care professional (hcp) stated that the implantable neurostimulator (ins) was ¿no more good no more.¿ it was noted that the patient had been in pain for 4 months. It was noted that the patient stated that he would go to channels 5, 8, and 11. It was noted that the hcp would not operate on the patient due to their heart condition. The patient also stated that his ¿spine was rejecting¿ the stimulator. It was noted that it stopped working 4 months prior to report. It was noted that the hcp told the patient that his best option was to ¿leave it there¿ and not use it and the only thing that he could not do was to get an MRI. It was noted that earlier the stimulation was working and th at the patient didn¿t have ¿any pain at all.¿ it was noted that the ins was fully charged. It was further noted that the patient did not have any trauma and that the hcp would not go in to investigate the lead. It was noted that the patient had experienced 2 heart attacks and a stroke. It was noted that the first heart attack was 4 years ago and that the stroke was 3 years ago. It was further noted that the patient had a second heart attack ¿the other day.¿ it was noted that the patient¿s heart was ¿shocked¿ to bring him back. The patient stated that his heart doctor told him that he had a 30 percent blockage in his neck, but would not operate yet.

Manufacturer narrative:
Concomitant products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3487a-33, lot# j0519715v, implanted: (B)(6) 2005, product type lead. (B)(4).